Event description:
Related manufacturer reference numbers: (B)(4) it was reported via product receipt that the pacemaker and the right ventricular (rv) lead exhibited noise. As a resolution the pacemaker was removed and replaced, and the rv lead was capped and replaced on (B)(6) 2024. No further information provided.